Event description:
It was reported that the pt developed an infection; no other symptoms were reported. The device was not explanted at this time, but was at a later date (see manufacturer's report# 300420917200700792).